Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a 20ga powerglide pro midline catheter assembly. The catheter was removed and was not visible in either photograph. The catheter advancement wings and needle safety mechanism were detached from the assembly. Blood residue was observed within the detached safety mechanism. While safety mechanism detachment was evident in the submitted photographs, inspection of those photographs was insufficient to identify the root cause of that detachment. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of recv1588 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the rn was inserting a powerglide, she removed the device/needle from the patient the safety mechanism failed. There was no harm to the rn or the patient.